Event description:
It was reported that pump screen became frozen and did not respond to touch, preventing customer from interacting with pump. There was no reported adverse impact to the customer's blood glucose level. Customer performed pump reset with guidance from technical support, after which screen responsiveness returned, and customer was advised to call back if issue occurred again.